Manufacturer narrative:
Medical device expiration date: unknown device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10010453 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that a as lvp 20d low sorb ss 1.2m was damaged during use. The following was reported by the intial reporter: it was reported that the infusion tubing broke at the filter connection. Verbatim: "infusion tubing broke at filter connection.